Event description:
It was reported that patient wanted to use a heat wrap right over the implantable neurostimulator (ins) site. It was reported that the patient is in a lot of pain there. It was reported that the pain is in the back, patient had bent over to do something about two weeks ago and now it¿s been hurting ¿very bad¿ and when patient moves ¿it¿s like it grabs¿ and patient yells. It was reported that the pain is around the battery area on the patient¿s right side and patient has never had pain on that side. ¿it¿s always been on the left side.¿ it was reported that the stimulation therapy reaches the pain but it doesn¿t help the patient. It was reported that the therapy reaches all over the lower back and up through the spine and shoulders. It is just not helping the patient. It was reported that it was working full speed. It was stated that it¿s not really helping the left side either. It was reported that the therapy has not been working since patient hurt the back. It was reported that patient had a bulging disk with a spur in the neck. It was stated that the patient¿s neck hurt and patient was having bladder problems, patient is not making it to the bathroom and patient is voiding frequently every two hours around the clock.

Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3998, lot # lb7231a, implanted: (B)(6) 2003, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).